Manufacturer narrative:
The user has confirmed that the surgery was performed in accordance with IFU. Analysis of the relevant production records of the screwdriver did not identify any anomalies that could be a cause of the event. The broken screwdriver was returned to icotec and the investigation of the breakage has been started.

Event description:
When tightening the locking screw of the expandable vbr, it was noticed that the screwdriver tip had broken off. The broken off fragment remained in the head of the locking screw. The vbr was left implanted and the surgery was completed without further complications. The broken off fragment remained in the screw head and therefore in the patient's body. The suitability of the material of the fragment (stainless steel 1.4112) has not been evaluated for long-term tissue/bone contact.